Event description:
It was reported that after a percutaneous coronary intervention procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, a non-specific suture retrieval issue occurred. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss was not confirmed. Analysis of the returned device found the link was pulled from the swage-end of the posterior cuff. The effects of the link detachment can appear to the user very similar to a cuff miss. The visual inspection and performance verification of the returned device did not detect a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.